Manufacturer narrative:
This report is submitted on march 29, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an extrusion of the receiver/stimulator. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.